Event description:
It was reported the epg (external pulse generator) had a broken connector. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report: the atrial connector was broken. It was also noted that the upper and lower cases were broken, the ring, side bail covers and ring, side bails were missing, the lead flex cover was corroded, the battery contacts were compressed, the keyboard was scratched, and the battery flex was torn.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.